Manufacturer narrative:
(B)(4). The customer returned one swg within its advancer tubing and a lidstock for evaluation. The guide wire cap was not returned with the assembly. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during shipment. There was an additional kink in the guide wire that was not present in the customer's returned photo. It is assumed this kink occurred during the shipment of the sample to morrisville. Microscopic examination confirmed both welds were present and spherical. The kinks in the guide wire body were located at 346 mm and 410 mm from the proximal end. The total length of the guide wire measured to be 456 mm which is within specifications of 450-458 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through a lab inventory ars and 18 ga introducer needle. The swg was able to pass through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "do not use if package is damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was over the thumb guide and was not protected by the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide was bent upon removal from packaging prior to patient use. No patient involvement. A new device was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was bent upon removal from packaging prior to patient use. No patient involvement. A new device was obtained for use.